Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a bubbled dso seal and a bent latch handle. The tamper seal was broken. Review of the event history log (ehl) showed multiple errors for system fault. A functional test was performed and the reported issue was duplicated. When the device was turned on, the pump screen was red and exhibited error code 41622. The reported issue was caused by the broken optic switch. The optic switch was replaced as a result. A service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3: unknown; no information has been provided to date.

Event description:
It was reported that the the device exhibited alarm code 41622, motor timeout. It is unknown if there was patient involvement, no adverse patient effects were reported.